Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer, it caused a bias current message when it was used to connect the handpiece to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During device evaluation, the reported event was confirmed. Upon visual inspection, it was reported that the cable had broken internal wires, which is the probable cause of the bias current message. The device was not returned to the user facility, as it was scrapped by the manufacturer.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer, it caused a bias current message when it was used to connect the handpiece to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.